Manufacturer narrative:
Device received with all operating currents within specifications and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, device passed the delivery accuracy test. No possible over or under delivery anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a high blood glucose as well as insulin pump had an under delivering. Customer¿s blood glucose value was 500 mg/dl. Customer¿s current blood glucose was 480 mg/dl. Customer treated with manual injection for high blood glucose. Customer was alleging the insulin pump because the blood glucose was very high. The product will return for the analysis.